Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited an insertion tube that was flattened and the cover came off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the insertion tube was flattened, and the cover came off due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.